Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that after a da vinci-assisted surgical procedure, customer noted that wires on mega suturecut needle driver instrument were hanging out from its working end. No issues occurred during the procedure. The procedure was completed with no reported injury. On 12/13/2024 following additional information was obtained: the instrument was inspected prior to use and no damage noted prior to use. Reported instrument did not collide with other instrument or tool during the procedure. There were no issues related to use of the instrument (opening/closing of grips; left/right (yaw) motion of grips; up/down (pitch) motion of wrist. There was one cable protruding from distal end of instrument. There were no reports of fragment falling into the patient. Customer did not have any photos for evaluation.